Event description:
A customer reported experiencing temperature alarms labeled as 10 and 11 while charging the pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to issue a replacement pump under warranty and instructed the customer on how to return the problematic pump. The customer acknowledged understanding how to store and return the pump using the provided pre-paid label within 10 days.